Event description:
The ortho summit sample handling sys instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found tip clamp #3 sticking. Fse cleaned tip clamp #3 and inspected all others. Fse verified performance by running tip pick up & eject cycles and splld check in diagnostic & operational software without error. The instrument was tested without further problem and was returned to expected operation.